Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to contamination within the unit. The pneumatic block was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 101 and sf197) related to pressure measurement and a stuck outlet flow sensor. There was no patient harm or a serious injury reported as a result of this incident.